Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 24 months, it was reported that the lead was dislodged. The lead was explanted but not returned to biotronik. No adverse patient side effects have been reported.